Manufacturer narrative:
Patient medications: metformin, aspirin, glipizide, lisinopril. Atorvastatin, and levothyroxine lot 13734224: (B)(4). Lot 13258281: (B)(4). Additional devices implanted and/or related to this event: (B)(4). The gore® excluder® aaa endoprosthesis instructions for use (IFU) states that adverse events that may occur and/or require intervention include, but are not limited to endoleak. The review of the manufacturing paperwork verified that these lots met all pre-release specifications.

Event description:
On (B)(6) 2015, the patient was implanted with three gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. It was reported that computed tomography images dated (B)(6) 2016, revealed a distal type I endoleak (it is unknown which implanted contralateral leg endoprosthesis has the endoleak). There is no aneurysm enlargement. On (B)(6) 2016, there was reintervention to repair the endoleak by implanting an additional gore® excluder® aaa endoprosthesis in the iliac artery. The cause of the endoleak was due to an existing iliac aneurysm, which caused lack of device apposition to the artery wall. The endoleak was resolved and the patient tolerated the procedure.